Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-00705. The pt received her scs system on (B) (6) 2004. It was reported that the pt suffered a fall about 3 years ago and has been experiencing overstimulation in her right flank area since the fall. Also it was reported that her ipg was moving in the pocket and it was becoming harder for the pt to connect to the pt programmer and charger. The physician was reportedly concerned that the lead had fractured, so he decided to replace the entire system on (B) (6) 2009. The explanted ipg and lead were returned to ans for analysis. No further info is available.